Event description:
It was reported that during follow-up, stored episodes of vt where the device appropriately delivered therapy were observed. It was noted that multiple atp therapies were delivered, before a hv shock converted the arrhythmia. The physician elected to take no action. It was noted that the device has reached eri and will be explanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.